Event description:
End user alleges while attempting to turn the motorized wheelchair "on", he pushed the power switch on/off numerous times. Allegedly, when the motorized wheelchair powered on, it struck a wall and allegedly. Fractured the end user's left leg.

Manufacturer narrative:
Unable to evaluate the motorized wheelchair at this time, however, evaluation is anticipated in the near future.